Manufacturer narrative:
D4; h4, 6: info not available, device not returned for analysis.

Event description:
It was reported that during a gastric bypass, the device tip broke off. The tip was found on the floor. Case completed with no consequence to the pt.